Manufacturer narrative:
Date of event: exact date unknown, event occurred the last eight months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and was not able to keep a charge for more than a day. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.